Manufacturer narrative:
(B)(4).

Event description:
The pt lost therapeutic effect and felt no stimulation sensation. The pt was seen by a field rep and the implantable neurostimulator was reprogrammed. Afterward the device worked for the pt but eventually he lost coverage of painful areas again. The pt also felt shocking at the pocket site. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.